Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during infusion flow issues occurred with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from (B)(6) to english: injected c90j to the infusion bag and drew endoxan with n35j. When returning the drug to the infusion bag, hcp couldn't flow back.

Manufacturer narrative:
H.6. Investigation: one sample injector and one sample l connector were provided to our quality team for investigation. The samples were visually inspected, no issues were identified between the luer connection of the syringe and injector and no defects were observed on any of the product components. Liquid from the infusion bag was able to flow throughout the n35j injector and c90j l connector with no flow issues observed. Product undergoes visual and functional testing according to procedure to ensure the quality and functionality of the device. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information, we are not able to identify a root cause at this time.

Event description:
It was reported that during infusion flow issues occurred with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from japanese to english: injected c90j to the infusion bag and drew endoxan with n35j. When returning the drug to the infusion bag, hcp couldn't flow back.